Event description:
Patient was revised to address cup loosening. The cup was noted to be slightly vertical. Metallosis was found on the backside of the liner indicating the liner had been spinning.

Manufacturer narrative:
Visual examination of the returned liner confirms the reported liner movement. Evidence presented suggests the wear on the backside of the liner was caused by contact with the two referenced bone screws placed into the acetabular cup. The acetabular cup does not exhibit signs good bony fixation, it appears that the main fixation resulted from the acetabular screws. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.